Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a failure related to the remote alarm was observed. The device's interface pca board was replaced to address the issue.

Event description:
A ventilator was returned to the manufacturer for service. There was no allegation of device malfunction. The device was not in patient use.